Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident" no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes) / migration of the essure coils into the pelvis/ right essure coil, which had perforated through the proximal portion of the right fallopian tube"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device expulsion "migration of essure: location of device: uterine cavity". The patient's concurrent conditions included urinary tract infection, lightheadedness and dysuria. Family history included migraine. Concomitant products included ibuprofen since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), bladder disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes) and oophorectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, headache, migraine, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details:(B)(6) 2010:the essure was inserted to the black mark and then deployed. There were 4 coils in the uterine cavity at the end of right side. Attention was then drawn to the left tubal ostia. After waiting 10 seconds for the coils to expand, the catheter disengaged; 3 coils were noted to be present in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results:per pfs, unilateral occlusion (left tube occluded) migration of essure device per mr, impression: 1. The essure devices are not in the expected location. There is patency of the right fallopian tube with free spillage of contrast on the right. Although the left fallopian tube is never opacified, the left essure device is not in the expected location. 2. There is irregularity of the contour of the fundus of the endometrial cavity. This may be due to endometrial hyperplasia, endometrial polyp or submucosal fibroid. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: uterine perforation, nausea,dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received. Reporter¿s information was added. Patient¿s demographics added. Added event perforation (fallopian tube(s)), perforation (uterus ), migration of essure: location of device: uterine cavity, mood swings, abnormal bleeding (vaginal, menorrhagia),utis, bladder or urinary problems or changes, migraines ,headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss. Concomitant drug, concomitant condition, family history were added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.